Event description:
It was reported that this pacemaker was found to be in safety mode. Premature battery depletion was also suspected. A request was made to have data from this device analyzed. Data analysis confirmed that the device power was higher than expected. There were no suspicious faults at that time. The data appeared consistent with premature depletion, but the cause was not evident from the limited data, and the cause of the safety mode could not be determined from the data. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. Premature battery depletion was also suspected. A request was made to have data from this device analyzed. Data analysis confirmed that the device power was higher than expected. There were no suspicious faults at that time. The data appeared consistent with premature depletion, but the cause was not evident from the limited data, and the cause of the safety mode could not be determined from the data. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.